Manufacturer narrative:
1038671-2024-04674 1038671-2023-01816 d10: concomitants: (B)(6) - 200-02-35 - three peg patella 35mm, (B)(6)- 204-04-44 - trapezoid tibial tray sz 4f/4t, (B)(6)- 204-32-01 - fluted stem extension 11l x 12 mm , 8276675 - 210-01-04 - nmc femoral sz 4. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01816, 1038671-2024-04674. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 137 months after a left total knee replacement procedure, the patient has experienced fracture, loosening, prothesis wear, synovitis, joint effusion, osteolysis, muscle weakness/atrophy, and discomfort. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.